Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was placed in a bag, and when she removed it from the bag she discovered that her bag and insulin pump were wet with insulin. The patient's blood glucose at the time of incident was 129 mg/dl. The customer was in the hospital for a non-diabetes related event and the hospital staff did not turn off the insulin pump. Troubleshooting was initiated for the button error alarm and blank display anomaly that the customer received when she received her device back. The patient confirmed that insulin got into the battery compartment. A constant tone was also occurring. The device was vibrating without an alarm or alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.